Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 79" and "pacer fault 122" messages. Complainant indicated that there was no patient involvement in the reported malfunction

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the capacitor on the pace/defib engine board. The pace/defib engine board will be replaced as a precaution. The analog board willalso replaced as part of the repair process. The boards were scrapped after testing. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.